Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. G2: foreign: italy. Review of the most recent repair record determined the sample mesh passed but the cutter was damaged and device out of calibration. The cutter was replaced and device recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).. Complaint product has been returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was not cutting properly. The event did not occur during surgery. No known impact or consequence to the patient. No adverse event was reported. Due diligence is in process. No further information is available.